Event description:
It was reported that the zimmer air dermatome handpiece would not harvest a good graft. The issue occurred during surgery. There was an impact/damage to the graft harvest and an additional unplanned graft harvest used again, resulting in a good graft. No alternate device was retrieved. The surgery was delayed due to taking another unplanned graft, however, the amount of time was not known. It was reported that no harm or injury occurred to the patient.

Manufacturer narrative:
May 31, 2012, us and canadian customers were sent an urgent patient safety advisory informing them of the need for proper care and preventive maintenance of their device informing them of improperly maintaining instruments that may cause donor site injuries or result in damage to the graft. The device was returned to the manufacturer for repair and evaluation. The device record indicates that the device was manufactured on 04/15/1994 and was previously returned for repair on (B)(4) 2012. Investigation revealed the device operated within specification. Prior to repair, the device was outside calibration specification at the zero thickness setting; however this would not impact grafting ability. Repair of the device included replacement of the 4" width plate, swivel and standard repair parts. Post repair analysis revealed discoloration to the swivel. The customer's reported event was not reproduced during testing and, therefore, a cause cannot be determined. The device was serviced and returned to the customer.